Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend on the rv (right ventricular) pacing lead was rising. Right ventricular pace impedance 2272 ohms by (B)(6)v 2015. Right ventricular pace impedance steadily rises from 1088 to 2224 ohms between (B)(6) 2014 and (B)(6) 2015. (B)(4).

Event description:
It was reported that the device had reached recommended replacement time (rrt) due to high battery impedance. It was also noted there was persistent impedance increase and high threshold on the right ventricular (rv) lead. The device and lead will be explanted and replaced. No patient complications have been reported as a result of this event.